Event description:
A nursing home nurse assistant was performing a routine transfer of a resident using a drive medical electric patient lift. The assistant was transferring the resident from the chair to the bed, when the upper coupling bent and released the upper arm of the lift. This allowed the resident to fall approximately 3 feet to the floor and strike his buttocks.